Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in kiel, germany, suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The 90 screwdriver fell apart during a surgical procedure. This event did not cause any adverse consequences for the patient.